Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation to show a causal relationship between the peritonitis and the liberty cycler and cycler set. Additionally, there is no allegation of a machine malfunction or leak with the cycler set reported for this event. Per the pdrn the peritonitis was a result of the patient not bleaching the water faucet where they conduct their hand washing prior to pd setup. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) requested that the patient receive a liberty select cycler in order to benefit from the additional drain features. The pdrn requested that the patient retain the current cycler until the new one arrives as they had peritonitis (unknown signs and symptoms) and the pdrn wanted them to complete treatment. Additional information was received from the pdrn. The patient reported abdominal pain and cloudy pd effluent and was subsequently diagnosed with peritonitis. A pd effluent culture was positive for stenotrophomonas maltophilia and the patient¿s white blood cell count was 2781 (unknown units). The patient was initially treated with cefepime 1 gram daily and was transitioned to ceftazidime 1 gram intraperitoneally (ip) for 14 days. Per the pdrn, the cause of the peritonitis was due to the patient not bleaching the faucet from which they complete their one minute hand wash prior to pd setup. The patient continued pd therapy on the liberty cycler and continues to recover from the peritonitis. A repeat wbc count was completed on (B)(6) 2018 with a value of 120 (unknown units).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.